Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) lot#: unknown as information was not provided expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: the investigation of this complaint was based on the information available, review of the IFU and the imaging review. The endograft moved superior only 3mm from implantation through four years. This was based on the distance of a calcified atheroma adjacent the endograft distal end coupled with 3mm of endograft shortening, overall aortic lengthening and the distance of the proximal endograft from the left subclavian artery. The distal endograft expanded from 40mm to 49mm. The increased distance between the celiac artery and distal graft was primarily the product of aortic lengthening. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received a ztlp-p-46-179-ci proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the analysis noted that the devices were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2012 (two days post-procedure). Follow-up CT scans: 1-month follow-up CT ¿ not done. On (B)(6) 2012 (6-month follow-up): analysis: aneurysm diameter 53 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2013 (12-month follow-up): analysis: aneurysm diameter 53 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2014 (2-year follow-up): analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks or endoleaks. Analysis noted: ¿the endograft is stable and intact with good seal zones, but the taa has grown in diameter and length compared to pre-procedure, 6 months and 12 months.¿ on (B)(6) 2015 (3-year follow-up): analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks or endoleaks. On (B)(6) 2016 (4-year follow-up): analysis: aneurysm diameter 62 mm. Devices patent and intact with no kinks or endoleaks. Cranial migration of the proximal component (single component) was noted. Patient outcome: no secondary interventions have been performed to date. The patient is still in the study.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received a ztlp-p-46-179-ci proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the analysis noted that the devices were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2012 (two days post-procedure). Follow-up CT scans: on 1-month follow-up CT ¿ not done. On (B)(6) 2012 (6-month follow-up): analysis: aneurysm diameter 53 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2013 (12-month follow-up): analysis: aneurysm diameter 53 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2014 (2-year follow-up): analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks or endoleaks. Analysis noted: ¿the endograft is stable and intact with good seal zones, but the taa has grown in diameter and length compared to pre-procedure, 6 months and 12 months.¿ on (B)(6) 2015 (3-year follow-up): analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks or endoleaks. On (B)(6) 2016 (4-year follow-up): analysis: aneurysm diameter 62 mm. Devices patent and intact with no kinks or endoleaks. Cranial migration of the proximal component (single component) was noted. Patient outcome: no secondary interventions have been performed to date. The patient is still in the study.